Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: that proper alignment of instruments is important during implantation of the argo knotless anchor to minimize possible breakage of an anchor. Breakage of the argo knotless anchor is possible if: the drill bit and punch are not inserted to the proper depth; the argo knotless anchors are not properly aligned with the pilot hole; the argo knotless anchors are loose or not securely attached on the driver; the argo knotless anchors inserter is used for prying; the argo knotless anchors are advanced too deep. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer against the reported device, k4755rsp, 4.75/5.5 mm argo knotless reusable smooth punch, was being used during a rotator cuff repair procedure on (B)(6) 2023 when it was reported, ¿I had a surgeon who used the k4755rsp for a rotator cuff repair. When he began to mallet the punch into the bone a sliver of metal came off inside the joint. When we removed the punch, it looked completely fine so I can't really be sure as to why this happened other than maybe some leftover material was on the tip of the punch from manufacturing?¿. A series of assessment questions were sent and it was reported the device did fragment but it was retrieved with the shaver suction. There was a reported delay of a few minutes and another punch was used to complete the surgery. There was no report of patient or user impact, medical intervention, or extended hospitalization for the patient this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer against the reported device, k4755rsp, 4.75/5.5 mm argo knotless reusable smooth punch, was being used during a rotator cuff repair procedure on (B)(6) 2023 when it was reported, ¿I had a surgeon who used the k4755rsp for a rotator cuff repair. When he began to mallet the punch into the bone a sliver of metal came off inside the joint. When we removed the punch, it looked completely fine so I can't really be sure as to why this happened other than maybe some leftover material was on the tip of the punch from manufacturing?¿. A series of assessment questions were sent and it was reported the device did fragment but it was retrieved with the shaver suction. There was a reported delay of a few minutes and another punch was used to complete the surgery. There was no report of patient or user impact, medical intervention, or extended hospitalization for the patient this report is being raised on the basis of malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet returned.